Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information was added to the following fields: h3 and h6. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by stress of repeated use, external factors, or handling. Based on the results of the investigation, the reported event a broken lens in the optical system was not confirmed, instead a defective flat glass lens was found at the distal end. The new defect was likely caused due to excessive force due to an impact or a fall on the distal end of the optic. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. (B)(6).

Event description:
It was reported, the telescope had cracked lens. The issue occurred during reprocessing. There were no reports of patient harm, no delay, and the patient was not under anesthesia.